Event description:
It was reported that pre-test, the balloon did not inflate. As a result, another kit was opened and used for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. Additional information received from the distributor on 02/01/2012 confirmed that the event occurred in (B)(6) 2011. There was a normal delay of a few minutes because they had to replace the thermodilution catheter for another one.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.